Event description:
It was reported that the radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer head had intermittent telemetry and that its functional uplink tests were out of specification and therefore the cable was replaced. It was also found that the label was missing its laminate and the label was replaced. (B)(4).